Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose and getting sensor with inaccurate reading. Blood glucose level at the time of the incident was 483 mg/dl and sensor glucose was 172 mg/dl. It was not noted if auto mode feature was active and automatically adjusting insulin delivery at the time of high blood glucose event. Customer declined troubleshooting for high blood glucose and to review site selection, taping, insertion and calibration. The sensor will be replaced or returned for analysis.

Manufacturer narrative:
The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.